Manufacturer narrative:
(B)(4) date sent to the FDA: 7/8/2020 additional information: h6 a manufacturing record evaluation was performed for the finished device qamkdb batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date no response product has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a pancreaticoduodenectomy on (B)(6) 2020 and barbed suture was used. The fixation tab came off the suture during continuous suturing on the fascia. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent to the FDA: 09/30/2020 additional information: d10, h6 additional h-3 summary: one open sample of product was received for evaluation. During visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids at some barbs were observed and the sides of the fixation tab were broken. No conclusion could be reached as on what caused that the fixation tab of the stratafix came off the suture. Although there is no direct evidence of use error, the instructions for use do contain the following caution: to seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.